Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display of the insulin pump was blank after changing the battery. Customer stated that he changed the battery two more times and was still unable to get the insulin pump's display to return. Blood glucose level at the time of the call was not provided. No further information was provided.